Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited a "no disposable" alarm. It was reported that the reservoir volume was 32ml at the time of the alarm. Per reporter the pump was turned off and back on to get the pump to run again. No adverse patient effects were reported. Per reporter no further details were provided.